Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:30 pm after the end user alleged that he was receiving higher than normal blood glucose readings from his prodigy diabetes meter. The end user also confirmed that he was using another brand of test strips that were not compatible with his prodigy meter. The end user experienced blurry vision accompanied with a blood glucose reading of 273 mg/dl. He went to the ER and upon arrival a blood glucose test was performed with the hospitals meter and the result was 133 mg/dl. No treatment was warranted due to the fact that his blood glucose reading was within normal range. After 20 minutes he was discharged and instructed to continue taking his metformin as advised by his pcp. No additional details were provided in regards to this medical event.